Event description:
Manufacture analysis of a vns generator explanted for prophylactic replacement identified a 'pulse disabled' warning message occurred and was found to be associated with the occurrence of a vbat<eos threshold condition. A cause for this observed condition (and time of its occurrence) could not be determined, but it is suspected electrocautery used during the surgical procedure was a likely factor. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Other than the output-disabled condition, there were no additional adverse functional, mechanical, or visual issues identified with the returned generator.